Event description:
The user facility representative reported that the device displayed a system error code 32 during patient use, which may have caused the infusion to have stopped. There has been no report of patient injury or medical intervention being associated with this event. Baxter has made attempts to ascertain additional information, however, none has been made available to date.

Manufacturer narrative:
The device has been received in baxter, but an evaluation has not yet been completed. A follow-up report will be submitted when the evaluation is completed.